Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level was 300-348 mg/dl. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.